Event description:
The customer reported that 12 leads were working intermittently. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that 12 leads were working intermittently. There was no reported adverse pt impact. A philips field service engineer evaluated and confirmed the problem. The 12 lead issue was resolved by replacing the trunk cable. The device past all performance assurance tests and was returned to use.